Event description:
It was reported that during this cardiac resynchronization therapy defibrillator (crt-d) change out procedure, once the device was removed from the pocket and the right ventricular (rv) lead was connected to the new device there were observations high out of range shocking impedances greater than 200 ohms. The rv lead was surgically capped and replaced, and impedances were within range with the new lead. No additional adverse patient effects were reported.